Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter stated that the inform base unit had short-circuited. Inspection of the suspect device, by the manufacturer, found that the base unit's internal contracts were blackened and the plastic around the transfer port had melted. No adverse event associated with the alleged malfunction was reported.